Manufacturer narrative:
The samples were collected in 7ml lithium heparin plasma tubes. The customer centrifuges samples on the automation line; however, the exact time and speed of centrifugation has not been supplied to date. The customer stated that the samples were all full draws with no indication of fibrin. The results were obtained from the primary tubes. Per the customer supplied qc charts, accutni qc is performed once per day, and all three levels of accutni qc were within the customer's established ranges prior to and after the event. Per the customer supplied documentation, routine system checks were performed on (B)(6) 2011; both passed within instrument specifications. The customer stated that there were no errors posted to the event log in conjunction with this event. The customer sent sample to customer product line support (cpls) for additional testing and cpls identified a heterophile like interferent. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A patient source interferent is the root cause of this event.

Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining reproducible elevated troponin (access accutni) results above the acute myocardial infarction threshold from access 2 immunoassay system for one patient. The results were reported out of the laboratory. Subsequent testing on alternate methodologies produced lower, discordant results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.